Event description:
In 2008, a patient layperson informed a customer care advocate, cca, that her onetouch profile meter continued to prompt insert test strip after the test strip had been inserted. The alleged issue began six days earlier. The day of the event, original date at noon, the patient was allegedly shaky, had difficulty speaking, and dropped a glass of juice. The cca replaced meter, test strips, and control. This senior medical affairs specialist spoke with the patient on six days later and obtained the following details. The patient concurred that she was unable to obtain results beginning six days prior to original date; however, she does not recall whether she continued taking her daily morning 5 units n and 4 units r insulin. As noted earlier, the patient reportedly developed the symptoms that were relieved with juice her son gave to her. The patient does not base her insulin doses on her blood glucose results. Because the patient had symptoms that can be associated with severe hypoglycemia and was treated by her son when reportedly unable to obtain results on the meter, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.